Event description:
It was reported that during the implant procedure, the physician tested the helix of the lead and saw the helix did not extended completely. The physician tried twice again and the helix did not extend well. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted the helix extends and retracts smoothly with no anomalies.

Manufacturer narrative:
Sex, h3: no eval explain code. If information is provided in the future, a supplemental report will be issued.